Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was not confirmed however a separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the returned device analysis found that the stent implant was stationary between the markers on a tightly folded balloon. The stent implant was not dislodged from the balloon as reported. However, the analysis did find that the shaft inner member and outer member were separated. Follow-up with the account confirmed that they found the shaft separated when they removed the stent delivery system from the dispenser coil. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.75 x 33 mm xience xpedition stent delivery system (sds) was selected for the procedure. There was no resistance felt during removal of the sds from the plastic hoop/coil. After removal of the protective sheath with no resistance, the stent implant was found to be dislodged from the balloon and located in the protective sheath. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.